Manufacturer narrative:
The customer reported that the bedside monitor (bsm) shut down during a case. The unit will not fully boot up and only gets to the "please wait" screen. The unit will not power off when the power button is pressed or even when the power cord is pulled from the wall outlet. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) shut down during a case. The device will not fully boot up and only gets to the "please wait" screen. The device will not power off when the power button is pressed or even when the power cord is pulled from the wall outlet.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bedside monitor (bsm) shut down during a case. The unit will not fully boot up and only gets to the "please wait" screen. The unit will not power off when the power button is pressed or even when the power cord is pulled from the wall outlet. The unit has been cleaned and evaluated and the reported issue was duplicated. The customer has been sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.